Event description:
It was reported to medtronic minimed that the customer experienced pump error 25, pump error 30. The customer reported no adverse event. The event involved product(s) mmt-1881. Trouble shooting was performed and customer reported a frozen screen with no response from any button and the clock did not advance when observed for one minute. Customer also reported receiving an alarm. Error table indicated that replacement is required. No harm requiring medical intervention was reported. Product return status for mmt-1881 is unknown.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Select patient information cannot be provided due to regional privacy regulations. The reported device is not marketed in the united states, but it is a same/similar device to one that is marketed outside the united states. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Test p-cap and reservoir locked properly into reservoir compartment during testing. No damage to retainer ring during visual inspection noted. Unit pass the displacement test, and self-test. The long history filed did not confirmed pump error 25 and 30 alarms. Successfully downloaded firmware using crest application. The long history file confirm pump error 130 on (B)(6) 2024 16:30:49:000 pm due to corroded home switch. Pump was cut open to perform visual inspection and found moisture damage on the pcba 1 / pcba 2 / force sensor, 40 pin flexible printed circuit/lcd and motor. The following were noted during visual inspection fading serial number label, cracked keypad overlay at select button, cracked battery tube threads and cracked case near belt clip rails. Unit was confirmed for pump error 130 alarm due to corroded motor home switch. The long history filed did not confirmed pump error 25 and 30 alarms. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.